Event description:
Revision total hip for acetabular loosening. Stem was also removed by surgeon as precautionary measure.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.